Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular signals on the atrial channel. The oversensing resulted in inappropriate atrial tachy response (atr) episodes and mode switches. The device remains in use. No adverse patient effects were reported.